Manufacturer narrative:
(B)(4). This event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised nine years post-implantation due to a loose cup. During the procedure, the femoral head, acetabular cup and liner were removed and replaced. No additional patient consequences were reported.